Event description:
The customer reported that a shock was not delivered via external paddles. No negative pt impact was reported.

Manufacturer narrative:
The customer reported that a shock was not delivered via external paddles. No negative pt impact was reported. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.